Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was emitting beeping tones as a result of detecting a high out of range pacing impedance measurement, measuring greater than 2000 ohms on the right ventricular (rv) lead. Over the past year it was noted that the rv lead has exhibited a gradual increase in pace impedance measurements. Technical services (ts) provided education and troubleshooting suggestions, along with recommending further rv lead evaluation. At this time, this rv lead remains in service and there were no adverse patient effects reported.